Event description:
Healthcare professional, called to report left side deflation. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Previous medwatch submission noted left side deflation. Healthcare professional reported that device was found intact upon explant. Hence deflation is being unreported.

Event description:
Previous medwatch submission noted left side deflation. Healthcare professional reported that device was found intact upon explant.